Event description:
It was reported that a pump declared an altitude alarm, but the customer's blood glucose level impact was not provided. The issue occurred earlier in the day, and the customer did not need to replace the cartridge to resolve it. Technical support provided tips for preventing altitude alarms, and the caller was able to resume insulin use with the original cartridge.